Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage the keypad trace. No button error alarm. The insulin pump had minor scratched lcd window, cracked near the display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report a button error alarm. Customer's blood glucose reading was 542 mg/dl and treated with a manual injection. The customer did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed that the device would be replaced, and to return the device for analysis.